Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Hardware low level failure alarm during self test and pump trace download confirmed hardware low level failure alarm due to broken trace at electrical board on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio, vibrate or absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failure alarm occurred during self test. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete pump rewind. Customer stated that the cannula was recorded in daily history. Customer stated that the insulin pump was cracked at backside. Customer troubleshooting was performed for damaged and insulin pump error. The insulin pump will be returned for analysis.